Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty power switch, faulty spare lamp, found air pressure low due to faulty air pump unit, air joint unit and connector socket in front worn out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, a damaged power switch and the front bezel was cracked where the power rocker switch was attached on the halogen light source. The rocker switch has been pushed into the casing. Upon inspection and testing of the returned unit, the power switch at front had a cracked protective gear. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The customer reported that the damaged power switch and the cracked front bezel occurred during the endoscope cleaning process. The damage occurred when the end-user dropped the clk-4 on the floor in the endoscope cleaning room. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and h4. B5: the information included in b5 was inadvertently omitted from the initial medwatch report. H4: the manufacturing date is unknown. The device was manufactured more than 15 years ago. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, there were cracks on the protection of the power switch. Therefore, it's likely the front panel damage and damaged power switch were caused by overload or unintentional damage. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.